Manufacturer narrative:
The sample is not available for eval. Additional info regarding this incident has been requested. If additional info is received, a supplemental report will be submitted. (B)(4).

Event description:
The pt reported that the catheter was placed into his left arm on (B)(6), 2011. There did not seem to be any problems during catheter insertion. The pt was unsure of what device was being used, however, he confirmed the device had a butterfly and the facility is a confirmed bd nexiva user. The pt was then admitted to the hospital on (B)(6) 2011 for an infection. The pt believes that the infection started around the (B)(6). The pt was diagnosed with mrsa since (B)(6) 2011 and has been walking with an IV peak and a drain in his leg. The pt stated that the emergency room personnel noted that the infection was from the IV. The pt has lost time at work and school as a result of this incident.